Event description:
Philips received a complaint by the customer on the v60 indicating that the error "check vent: proximal pressure sensor autozero failed", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the error, "check vent: proximal pressure sensor autozero failed", had occurred. The rse advised the customer of the steps to resolve the issue; verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace solenoid 3 and 4, or replace the da pcba. The rse followed up with the customer and confirmed that they had replaced solenoid 3 and 4 to resolve the issue. The customer replaced solenoid 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.